Event description:
Biomed engineer reported the hand switch to pull the x-ray tube across the table did not work. Customer reported that they rebooted the system and the hand control worked properly. No patient on the table.

Manufacturer narrative:
Field service engineer replaced both the hand control and coiled wire assembly, verified proper operation per hut service manual and the gold one service manual. System was returned to service.